Event description:
According to the reporter, during the laparoscopic procedure the spring mechanism on the needle stopped working, leaving the sharp needle portion of the step needle exposed. To complete the procedure, another step needle was utilized. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure the spring mechanism on the needle stopped working, leaving the sharp needle portion of the step needle exposed. To complete the procedure, another step needle was utilized. There was no harm caused to the patient. The device is expected to be returned for evaluation.